Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy with partial right salpingectomy. It was reported the instrument would not fire and that the operating room time was wasted while they went to get a second instrument. The case was then completed without further incident. There was no consequence to the patient.